Event description:
A nurse contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 6. Gts had the nurse cycle power to clear the error. The patient was in dwell 4 of 6 and did not perform a final fill. The nurse elected to drain the patient manually and let the patient's dialysis nurse know that therapy ended early. The nurse stated she did not notice anything unusual but that she did not set the hc up for therapy. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. The lot number is unknown, therefore a batch review was not performed. The root cause investigation is in progress through (B)(4).